Event description:
It was reported that the guidewire was unable to be removed from the left ventricular (lv) lead following fixation during the implant procedure. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of guidewire stuck inside the lead and could not be removed was confirmed. As received a complete lead was returned in one piece. A visual examination revealed the coating of the guidewire was stripped and bunched up inside the lead. The cause of the reported event was isolated to the bunching of the stripped guidewire coating blocking the wire consistent with procedural damage.